Manufacturer narrative:
Fields a2, a3, and b7 have been updated.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2, ureal urea/bun, and crpl4 c-reactive protein gen.4 on a cobas 8000 c 702 module. The initial results were reported outside of the laboratory. The samples were repeated and amended reports were issued. The sample initially resulted in the following values: total protein = < 2.0 g/l. Crp = < 0.6 mg/l. Urea = 0 mmol/l. The sample was repeated, resulting in the following values: total protein = 69.3 g/l. Crp = 37.15 mg/l. Urea = 17.5 mmol/l after being repeated automatically with dilution. The sample was repeated two additional times on (B)(6) 2022, resulting in the following values: total protein = 69.8 g/l and 69.3 g/l. Crp = 36.83 mg/l and 36.63 g/l. Urea = 18.5 mmol/l and 18.7 mmol/l. The total protein reagent lot was 657550, the crp reagent lot was 638945, and the urea reagent lot was 652502. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced rinse tubes, the heat cut filter, the photometer lamp, and the cuvettes. The photometer was adjusted. The rinse nozzles and sample probe were adjusted. The probe wash was checked and was ok. Calibration and controls were ok. The investigation determined the service actions resolved the issue.